Event description:
A report was received that the patient was experiencing difficulty charging her ipg and discomfort at the pocket site. The physician believed the ipg was implanted too deep. The patient underwent a pocket revision procedure where the ipg was relocated.